Event description:
(B)(4). Pain in back, hips and legs. Fatigue. Terrible inflammation. Migraines. Pelvic pain. Vertigo. Stroke. Seizures. Weakness in left hand side of body. Numbness. Burning in hands and feet. Night sweats. Heavy periods. (B)(6).